Event description:
It was reported that during a follow-up, high capture threshold, decreased pacing lead impedance and decreased sense amplitude were observed. Device was reprogrammed. The non-pacemaker dependent patient was in good condition during and after the event.